Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 63 manual power ups between (B)(6) 2014 and performed to self-tests up to and including the last log entry on the (B)(6) 2016. Seventy four manual power ups under 1 minute duration were recorded during this time. This would indicate the user was regularly power cycling the device. The device user accessible memory was erased prior to the (B)(6) 2015. Investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. There were no ten minute time outs recorded, the device was previously returned under the field safety corrective action in (B)(6) 2014. The device records 8 manual power ups in the year preceding the last log entry. Investigation can therefore conclude there is no fault with the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.